Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified the device was underweight and had a broken shell. A visual and microscopic analysis was performed which identified a broken sharp, stress marks, non-penetrating nicks and creases flat. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening. The reason for reoperation was reported to be due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.